Event description:
The customer reported that when removing the autopulse platform (sn (B)(6)) from the rolling stand, it displayed the "system error, out of service, revert to manual CPR" message. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.